Manufacturer narrative:
Operator of device: is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during bench testing, the device alarmed with cassette attached. No patient injury was reported.

Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found the tamper seals were removed and the device was observed to have been contaminated with fluid ingression. The device?s event history log was reviewed for evidence of the reported event, and high-pressure messages were found. To conduct functional testing, the device was powered up. Upon testing, the customer problem was duplicated due to contamination of fluid ingression downstream occlusion sensor. The downstream occlusion sensor was replaced. This issue was customer induced via fluid ingression into the main body of the pump because of the customer's improper cleaning of the pump. The product is beyond a year from manufacture date of and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously.